Event description:
Patient presented to the physician with pus drainage at the neck incision site and the stimulation lead had eroded through the neck incision. Physician closed the neck incision site and prescribed antibiotics. Patient presented back to the physician with swelling at the jaw and face. Physician prescribed another round of antibiotics.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site. Due to suspected manipulation at the neck incision site and infection concerns, physician brought the patient into the operating room and removed the entire inspire system.